Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed a diluent leak from the upper sheath coil due to a disconnected green stripe tubing from its fitting. The fse proceeded to replace the tubing to ensure firm adhesion to the fitting to resolve the leak, the differential vote outs, and the sheath tank sensor errors. Repair was verified per established procedures and results met published specifications. Failure mode of the leak is attributed to a disconnected tubing from the upper sheath coil fitting; the instrument generated differential vote outs and sheath tank error messages to alert the operator to an instrument issue. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a contained diluent leak of approximately 30 ml from the right front area of the coulter lh 750 hematology analyzer. The customer indicated that the instrument recovered differential vote outs and generated "low/faulty sheath tank sensor error" messages during the event. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and face protection at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.